Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that ater the insertion of the sensor, the communication between the pump and the transmitter failed. The nurse decided to change the sensor. When removing the sensor, the wire stayed under the skin. This complaint is being reported as the patient required medical intervention to have a broken sensor wire removed from the skin/body.